Event description:
It was reported that the account was not able to use a single channel, they had to use two probes each time. They just had to connect the second probe to get it to work. There was a delay of 2 hours in the procedure for troubleshooting. There were no adverse consequences and no medical intervention required.

Manufacturer narrative:
The device will not be returned to the manufacturer for an investigation.